Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 he following sections were corrected: d9; h6 visual examination of the returned product identified the first anchor is out of the tip and has not been cycled. However, the device was not returned in original packaging. Therefore, device manipulation cannot be ruled out. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the product was opened the implant was prematurely outside of the needle already. There was no report of damage to the sterile packaging.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the packaging of the product, the sterile packaging was damaged, exposing the first blue rivet. There was no reported harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.